Event description:
It was reported that when symptomatic patient presented in emergency room after receiving inappropriate shocks, the device found to be in backup vvi mode. Patient had received inappropriate therapy. Device was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field events of backup vvi and inappropriate shock were confirmed in the laboratory. Upon receipt, the device was found to be in reset mode. Review of the reset logs indicated that the reset was caused by a timeout due to multiple consecutive device charges. Review of the stored egms indicated that the inappropriate shock was caused by noise. The device was tested on the bench and no anomalies were found. The root cause of the noise could not be determined.